Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call needed assistance with programming the device. Customer's blood glucose was 498 mg/dl. Customer mentioned that the doctor had programmed the settings. After troubleshooting, customer will not be returning the device for analysis.